Manufacturer narrative:
Initial reporter full name & : (B)(6). Initial reporter occupation: administrator/supervisor. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy two months ago, a fiber optic sensor failure occurred. Additional information has been requested, but has not been received. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information added to describe event or problem. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy two months ago, a fiber optic sensor failure alarm occurred immediately after initiation of therapy. The insertion was reported to be femoral. A new iab was inserted and therapy continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)

Event description:
N/a